Event description:
My son had ear reconstruction surgery with dr (B)(6) in (B)(6) 2022. Up until (B)(6) the ear looked as it was supposed to and then redness and swelling appeared. He is due for replacement in a month or so and dr (B)(6) believes it was the implant that caused the issue as it has happened in a few other families.